Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: hematoma manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 275cc mentor memorygel breast implant experienced hematoma on an unspecified side post procedure. As a result, patient had an explantation on an unspecified date.

Manufacturer narrative:
On april 26, 2022 the mentor failure analysis lab has received the device for evaluation. Date of implant as february 22, 2022, date of explant as march 3, 2022, patient was replaced with a 275cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on may 9, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).